Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The pump passed the self test. Hardware low level failure alarmed during self test and was confirmed in the formatted history file due to broken trace at u1 keypad assembly. The pump was received with a broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unit p-cap / test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. The customer was able to clear the alarm and able to rewind the insulin pump. The customer was able to passed the self test. Customer also stated that belt clip was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.